Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved: battery/ (B)(4) / model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4)/ model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4) / model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4)/ model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4) / model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4) / model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Battery / (B)(4) / model #1650de / UDI#: (B)(4) device available for evaluation: no mfg. Date: 2017-05-31 labeled for single use: no (B)(4). Controller ac adapter / (B)(4) / model #1430in device available for evaluation: no labeled for single use: no (B)(4). Controller ac adapter / (B)(4)/ model #1430in device available for evaluation: no labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing power switching. Preliminary log files analysis indicated a loss of power to the controller. The patient mentioned they were awoken by an audible alarm. It was suggested to the patient to have a component exchange to which the patient refused. The patient requested that only the power source lubrication be performed and that any other required action be performed on another day. Only four batteries and a controller ac adapter were with the patient at the time of the event. A power source lubrication procedure was performed on these batteries and controller ac adapter. The devices remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller ((B)(4)), seven (7) batteries ((B)(4)), and two (2) controller ac adapters ((B)(4)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections involving (B)(4). Log file analysis also revealed a controller power-up event on 07/11/2018 at 03:09:59. The data point prior to the loss of power revealed that (B)(4) was connected to power port one (1) with 38% relative state of charge (rsoc) and an adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(4) was connected to power port (1) and (B)(4) was connected to power port two (2). The controller was without power for 12 seconds. Loss of power to the controller will result in a loud, continuous alarm, which corresponds with the reported ¿audible alarm¿ heard. As a result, the reported event was confirmed. An initial power source lubrication procedure was performed on power sources (B)(4) in accordance with the requirements on july 18, 2018 to mitigate the reported conditions. A second power source lubrication procedure was performed on power sources (B)(4) in accordance with the requirements on july 23, 2018 to mitigate the reported conditions. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. There is an investigation to capture events involving the controller losing power and an investigation for momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
H10 product event summary: the controller, seven (7) batteries ((B)(6)), and two (2) controller ac adapters ((B)(6)) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed multiple premature power switching events due to momentary disconnections involving (B)(6). Data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(6), which is indicative of a communication error. Log file analysis also revealed a controller power-up event on (B)(6) 2018 at 03:09:59. The controller was without power for 12 seconds. Loss of power to the controller will result in a loud, continuous alarm, which corresponds with the reported ¿audible alarm¿ heard. As a result, the reported event was confirmed. A second power source lubrication procedure was performed on power sources (B)(6) in accordance with the requirements on july 23, 2018 to mitigate the reported conditions. The most likely root cause of the reported communication error can be attributed to the controller not receiving responses from the battery or due to the packet error checking method detecting bit errors. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections between the controller and batteries. An internal investigation was initiated to capture events involving the controller losing power. An internal investigation evaluated momentary disconnections. Additional products: d4: serial #: (B)(6), h3: yes, h6: FDA conclusion code(s): 4307; d4: serial #: (B)(6), h3: yes, h6: FDA conclusion code(s): 4307; d4: serial #: (B)(6), h3: yes, h6: FDA conclusion code(s): 4307. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.